Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/essure has caused me severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 and multigravida. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have blood thyroid stimulating hormone decreased ("hormonal changes-low thuroid") and experienced goitre ("autoimmune disorder- goiter multinodular"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding(other)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), bacterial infection ("infection (other) describe:bacterial"), thyroid disorder ("type of disorder: thyroid disorder/ disfunction"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), general physical health deterioration ("bodily impairment"), anxiety ("mental anguish/anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), reduced general condition ("degradation"), deformity ("disfigurement"), alopecia ("hair loss"), abdominal pain lower ("left lower abdomen/groin area and right lower abdomen") and amenorrhoea ("abnormal beeding (general) amenorrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, blood thyroid stimulating hormone decreased, cystitis, urinary tract infection, vaginal infection, bacterial infection, thyroid disorder, rash, skin disorder, bladder disorder, urinary tract disorder, nausea, tooth disorder, visual impairment, fatigue, weight increased, general physical health deterioration, anxiety, anhedonia, emotional distress, reduced general condition, deformity, alopecia, goitre and amenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, anhedonia, anxiety, bacterial infection, bladder disorder, blood thyroid stimulating hormone decreased, cystitis, deformity, dysmenorrhoea, emotional distress, fatigue, general physical health deterioration, genital haemorrhage, goitre, nausea, pelvic pain, rash, skin disorder, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, visual impairment, weight increased and reduced general condition to be related to essure. The reporter commented: she received treatment for pain, bleeding, other injury. Date of insertion updated as (B)(6) 2012 from (B)(6) 2012. Current weight 177 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: pfs and mr received. Reporter information added. Events: autoimmune disorder- multinodular goiter, abnormal beeding (general) amenorrhea added. Event hormonal changes was updated to hormonal changes-low thyroid. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding(other)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2018 salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she had received treatment for pain,bleeding,other injury most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received:case became incident. Event injury nos deleted and events 'pelvic pain,dysmenorrhea,abdominal pain,bleeding' were added. Product stop added. Reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding(other)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she received treatment for pain, bleeding, other injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/essure has caused me severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding(other)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), bacterial infection ("infection (other) describe:bacterial"), thyroid disorder ("type of disorder: thyroid disorder/ disfunction"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), general physical health deterioration ("bodily impairment"), anxiety ("mental anguish/anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), reduced general condition ("degradation"), deformity ("disfigurement"), alopecia ("hair loss") and abdominal pain lower ("left lower abdomen/groin area and right lower abdomen") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, bacterial infection, thyroid disorder, rash, skin disorder, bladder disorder, urinary tract disorder, nausea, tooth disorder, visual impairment, fatigue, weight increased, general physical health deterioration, anxiety, anhedonia, emotional distress, reduced general condition, deformity and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anhedonia, anxiety, bacterial infection, bladder disorder, cystitis, deformity, dysmenorrhoea, emotional distress, fatigue, general physical health deterioration, genital haemorrhage, hormone level abnormal, nausea, pelvic pain, rash, skin disorder, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, visual impairment, weight increased and reduced general condition to be related to essure. The reporter commented: she received treatment for pain, bleeding, other injury. Date of insertion updated as (B)(6) 2012 from (B)(6) 2012. Current weight 177 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received new events-hormonal changes, infection (bladder/ urinary tract/vaginal), infection (other) describe:bacterial, autoimmune disorder type of disorder: thyroid disorder/ disfunction, rashes or skin conditions, bladder or urinary problems or changes, nausea, dental problems, pain,vision/eye problems, fatigue, weight gain, bodily impairment, mental anguish, loss of enjoyment of life, humiliation, degradation, disfigurement,hair loss, left lower abdomen/groin area and right lower abdomen were added. Lab data was added. Outcome of pain was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.